Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: st linear lead 50 cm, upn: (B)(4), model: sc-2208-50, serial: (B)(4), batch: 195295. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patients spinal cord stimulator (scs) was causing more pain and was no longer effective. It was also reported that the patient's scs was not holding a charge. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned.